Event description:
It was reported that excess fluid was removed during a routine hemodialysis treatment. Patient weight obtained after treatment was completed indicated that approx 1.53kg excess fluid was removed. A leak of fluid was observed from the cartridge. The patient reported not feeling well (lightheaded) and reported a decrease in blood pressure. A bolus of 1400cc normal saline was administered and patient symptoms resolved. Patient drank add'l 700cc of fluid. No add'l medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak at the balance chamber of the cartridge which most likely developed during the treatment. The user guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Investigation concluded that the leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. No permanent serious injury occurred. Event reviewed with facility staff. Nxstage medical considers this report closed. No add'l info will be provided.